Manufacturer narrative:
If additional information should become available, a supplemental medwatch will be submitted accordingly. UDI: (B)(4). Investigation summary: the device was received and evaluated. Saline residue was visible in the suction tube, indicating this device was used. Tissue debris was found on the active tip, further resulting this device was in a used condition. Active tip shows no structural damage, no obvious anomalies were discovered. The device was forwarded to the supplier (gyrus) for further evaluation. Capacitance and continuity tests were performed and passed. During functional testing the device only failed the flow rate test. Attempts were conducted to try and clear the tissue from the tip of the device, but were unsuccessful. The device handle was opened up to inspect for blockages. No clear and obvious blockage was evident within the visible suction path inside the handle. The valve body was dismantled confirming no debris was located within the valve body. The valve was re-assembled into the device and the flow test conducted again, resulting in a low flow rate reading. From the evidence of the testing conducted, it would suggest that the blockage is located at the distal end of the device. To confirm this, the device shaft was cut, allowing for flow tests to be conducted independently on the distal and proximal ends of the device. The device passed all electrical and activation testing. The initial customer complaint stated that the device ¿barely had the suction feature¿. The device as presented was found to have a blocked suction path, confirming the initial customer complaint. The investigation could not confirm the exact location of the blockage, but evidence suggests that the blockage is at the distal end of the device. Further investigation would be required confirm the exact location. The DHR review indicated that this batch was processed without incident, therefore, there is no evidence of manufacturing anomalies on the records reviewed. At this time, no corrective action is required and no further action is warranted. However, depuy synthes mitek will continue to track any related complaints within this device family to monitor the extent to which this complaint is observed in the field.

Event description:
It was reported by the sales rep via phone that during a shoulder repair procedure, it was observed that the vapr tripolar 90 suction electrode device barely had the suction feature. During in-house engineering evaluation, it was determined that the device failed the flow rate test during functional testing. Furthermore, it was determined that the device was found to have a blocked suction path. The case was completed with this device with no patient harm or delays. The device is being returned for evaluation. It was not reported if there was a delay in the procedure or if a spare device was available for use. There was patient involvement reported. There were no injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.